Event description:
It was reported that during surgery, the device was in need of repair because it malfunctioned, air hose intact but does not have enough power. There was a patient involved but no impact or harm were reported. There was a delay of 16-30 minutes in the surgical procedure. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit had no rpms as the motor did not work. The motor and motor sleeve were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. G2: foreign: australia if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.